Event description:
Caller reported that the pump screen went blank unexpectedly, and the led was not blinking. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.